Event description:
It was reported that during placement of a t2 recon nail, the surgeon had some problems with the insertion of the k-wire. It was further reported that the first time he missed the nail and he tried a second time with some force during drilling and the k-wire broke in the pt. She also reported that after removal of the k-wire, and the k-wire drill guide, the surgeon noticed the k-wire could not be moved through the drill guide. The surgeon switched to another implant (t2 femur instead of t2 recon) and performed the surgery without any adverse consequences for the pt; the delay was less than 30 minutes.

Manufacturer narrative:
Device was discarded by the hospital. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.